Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on september 14, 2020 during an unknown procedure, the flexible shaft connector for use with jacobs chuck was broken and discarded. There was a surgical delay of approximately ten (10) minutes. No fragments were generated. The procedure was successfully completed. This report is for one (1) flexible shaft connector for use with jacobs chuck. This is report 1 of 1 for (B)(4).